Event description:
A biomed representative reported an axiem box and emitter communication error. The rep reported the use of navigation was discontinued to complete the procedure with no impact on the patient's outcome.

Manufacturer narrative:
Replacement part shipped (B)(4) 2011. RMA issued. The affected part has not been received by manufacturer for evaluation.